Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory all read "lo". Customer normally reads between 130-170mg/dl. No adverse event report.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on the meter and returned test strips observed black chemistry. Most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory all read "lo". Customer normally reads between 130 - 170mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).